Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.